Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that stent damage occurred. After unpacking a 2.25x28mm promus element plus drug-eluting stent, it was found that the stent struts have been lifted up. The device could not be used. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. After unpacking a 2.25x28mm promus element plus drug-eluting stent, it was found that the stent struts have been lifted up. The device could not be used. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
(A4) weight: 64.3 kg. Device evaluated by MFR.: promus element plus, mr, ous 2.25x28mm stent delivery system was returned for analysis. A visual examination found stent struts on the proximal end lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) identified no issues. No other issues were identified during the product analysis.